Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Risks of inadequate suture strength and suture damage due to sharp edges on the inserter have been considered to be contributing factors of the event.

Event description:
It was reported patient underwent a slap repair procedure on (B)(6) 2014. During the procedure, the tip of the inserter fractured after insertion of four juggerknot anchors with the same lot number. Another juggerknot anchor with a different lot number was utilized to complete the procedure. A 45 minute delay occurred.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a slap repair procedure on (B)(6) 2014. During the procedure, the sutures on four anchors with the same lot number fractured after implantation. Another juggerknot anchor with a different lot number was utilized to complete the procedure. A 45 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance."